Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified low adc device scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer reported experiencing unspecified symptoms and was brought in a hospital where a blood glucose reading of 600 mg/dl was obtained on a healthcare professional (hcp) meter compared to lower adc device scan result of 69 mg/dl. The customer received an unspecified intravenous medication for treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.